Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a "cassette not attached properly. Reattach cassette" constantly, even when the cassette was fully removed. There was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history showed several instances of "cassette not attached properly. Reattached cassette." Functional testing was performed, and the reported issue was confirmed. The downstream occlusion (dso) sensor was defective. The dso sensor was replaced to resolve this issue.